Event description:
The following has been reported to hamilton medical ag on (B)(6) 2024 from a customer in canada. It was reported that on (B)(6) 2024, one month after receipt of hamilton-t1 (sn (B)(6)) under software version 3.0.3 the battery two isn't charging and is showing red on the screen. I also asked him to switch both batteries to see if it was a battery issue or a battery connector inside the t1 and it is in fact the battery that needs to be replaced. As per available information, there is no indication that the complaint led to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following has been reported to hamilton medical ag on (B)(6) 2024 from a customer in canada. It was reported that on (B)(6) 2024, one month after receipt of hamilton-t1 (sn (B)(6) under software version 3.0.3 the battery two isn't charging and is showing red on the screen. I also asked him to switch both batteries to see if it was a battery issue or a battery connector inside the t1 and it is in fact the battery that needs to be replaced. As per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.